Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient underwent a neck surgery, and the patient did set their ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts took place and the ipg was able to be recovered after connecting to the cp.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.